Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Is there any specific activity that precipitated the pain or eased the pain? What medical intervention was given for the pain management? Results? Please provide date, details, and surgical findings of the reoperation. Was the device removed? Product lot #? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that there was chronic pain. It was also reported that there was a major surgery requiring bilateral groin incision to remove portions of mesh. Additional information has been requested.